Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unknown silicone breast implants which bilaterally ruptured and the right side has issue with capsular contracture baker grade iii after implantation. Patient indicated that she has pain on the implants and smaller like loosing squishy and its lower quite noticeable. As a result patient had the implants removed on (B)(6) 2019. This report is for the right side.